Manufacturer narrative:
H6 - health effects - impact code: 2199 corrected to 4627. Claim # (B)(4).

Manufacturer narrative:
Additional information: h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -10.50/5.5/020 (sphere/cylinder/axis) was implanted into the patient's left eye (os). Lens rotation was reported. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.